Event description:
Per the clinic the device was explanted on (B)(6) 2025, due to poor performance since activation and the patient requires serial MRI. There are no plans to reimplant the patient with a new device as of the date of this report.